Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to led and right t11 leads had migrated. Additionally, patient has discomfort at the lead/anchor insertion sites. Patient¿s ipg is moving in the ipg pocket following weight loss. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Corrected data: it was inadvertently reported ¿ineffective therapy due to led and right t11 leads had migrated¿ in the previous report. It should have been ¿left¿ instead of ¿led¿.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2025 wherein the system was explanted to address the issue.